Manufacturer narrative:
One device was received for evaluation. The event history log was unable to be reviewed due to the 1260 alarm on the display. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the damaged microprocessor unit board from the customer's re-soldering. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an error 1260 displayed indicating a data storage issue. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.